Event description:
(B)(4). I started to gain weight even though I exercised and try to watch what I ate, I started getting heavy periods accompanied by severe abdominal andamp; back pain. I started getting depressed and I started to cut myself. Severe brain fog. I stammer and sometimes sound incoherent. My legs fall asleep, and I get a tingly sensation on my left arm. I also have hair loss and I get allergic reactions to things I wasn't allergic to prior getting essure. I break out into hives and shortness of breath. Also chronic diarrhea with painful hemorrhoids, bloating and gas. All this has cause me to call into work at times when pain is unbearable.